Manufacturer narrative:
Physician indicated the pt had poor native tissue; orthadapt bioimplants are not indicated for use in applications where there is poor vascularity and/or soft tissue conditions preventing secure fixation. The physician also indicated the possibility of a secondary infection and the fixation method used to secure the bioimplant around the tendon as possible contributing factors. The case assessment based on information provided by the physician indicates that the likely cause of the event is due to use of orthadapt in an application where there was poor vascularity and native tissue conditions preventing secure fixation. Also, the fixation technique and the secondary infection likely contributed to the event. Neither the product or the product lot number was provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
Pt developed pain, swelling and wound dehiscence post repair of a chronic achilles tendon rupture with orthadapt augmentation. The bioimplant was removed at an unk date post repair.